Event description:
Limited information provided. Clinical data collection site reported a "dm/dmo" product was used on a patient for a mass resection on (B)(6) 2025. No product item number, product lot number, or specific product name was provided. Medical intervention required and a decompressive hemicraniectomy was performed on (B)(6) 2025. Various hospital complications were reported (see attached document for all reported patient information). Patient experienced acute severe neurologic decline on (B)(6) 2025 and became hypotensive, likely from septic shock. Patient was terminally extubated and passed shortly thereafter on (B)(6) 2025. It was noted that "relationship of the event" (event of septic shock) to the intervention is unrelated. Clinician does not believe there is correlation between the "dm/dmo" product and the septic shock. No additional event, product, or patient information provided.

Event description:
Limited information provided. Complaint was submitted through clinical data collection. The clinical data collection site reported a duramatrix onlay product was used on a patient for a mass resection on (B)(6) 2025. Medical intervention required and a decompressive hemicraniomotomy was performed on (B)(6) 2025. Various hospital complications were reported (see attached document for all reported patient information). Patient experienced acute severe neurologic decline on (B)(6) 2025 and became hypotensive, likely from septic shock. Patient was terminally extubated and passed shortly thereafter on (B)(6) 2025. It was noted that "relationship of the event" (event of septic shock) to the intervention is unrelated. Clinician does not believe there is correlation between the product and the septic shock/patient death. No additional event or patient information provided.